Event description:
Patient was revised to address poly wear of the tibial insert. Loosening of the femur at the cement/bone interface was also reported; however, the manufacture of the cement used in the primary surgery is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was unavailable. Provided information marked on the device experience report is marked that the product is not suspected of failing to meet specifications or contributing to the reported event. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.